Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator was evaluated and identified as requiring replacement. A spare generator was ordered. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that a fluoroscopic image was unable to be received at the image intensifier and thereby unable to be viewed. No pt death or serious injury was reported related to this event.